Event description:
It was reported that the customer experienced high blood glucose levels. The customer's father stated that the customer had began using the insulin pump 2 days prior and experienced more high blood glucose levels than normal. The highest reported blood glucose reading was 421 mg/dl. The caller stated that, so far, the customer had blood glucose readings over 300 mg/dl over 3 times. They did not feel that the issue had anything to do with the infusion set or insulin pump because, when a bolus was given, the blood glucose levels did lower as expected. The caller advised that, upon treatment, the blood glucose reading dropped from 421 mg/dl to 176 mg/dl. He advised that they would make adjustments and declined further assistance. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.